Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had low suspend, no delivery alarm and blank display. The blood glucose at the time of the incident was 4.8 mmol/l. The customer states having a low suspend alarm and having a low blood glucose level. The customer did not provide the blood glucose value. The customer states having a blank display after a low battery alarm. The customer had multiple no delivery alarms in the alarm history. The customer was advised on all the alarms and troubleshooting was not performed. The device will be returned for analysis.